Event description:
Caller states there is air coming through the tube and there is leakage at the cuff. Caller states that the trach in the patient has been in for over six months. Customer was informed that recommended use for this product is 29 days, as referenced in the instructions for use.